Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by the aci sales professional that a middle-aged male patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. A pre-procedure femoral angiogram revealed no calcium in the vicinity of the access site. No information was provided regarding any complications during the procedure. Following the procedure, the physician who is a trained user of the mynx, chose the device for femoral artery closure. There was no information provided regarding the steps taken during deployment of the mynx. It was however reported that there were no complications deploying mynx and hemostasis was successfully achieved. It was reported that immediately post procedure, an acute swelling and redness occurred at the access site. The redness continued down the patient's leg. The patient was given benadryl and solumedrol and the symptoms were reportedly resolved. The patient was then reportedly transferred to the short stay unit (ssu) and discharged home per standard hospital protocol later that day.